Event description:
The customer reported that a few mls of fluid leaked from the coulter lh 780 hematology analyzer. The leak was not contained within instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) replaced red tube between diff heater and shear valve (cv85/126) that was leaking to resolve the issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).